Manufacturer narrative:
Complaint confirmed. A 7mm long fragment of the anchor was returned. A likely cause for the event is prying and/or leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff repair procedure, the ar-1927psf-475 suture anchor peek corkscrew broke upon insertion. The rep stated the tip of the corkscrew was left in the bone, and the remainder of the implant was retrieved by using a grasper. A new hole was drilled by using the ar-1927ptb-475, punch/tap (lot: 011919) and a second ar-1927psf-475 from the same lot was implanted without issue. However, as the surgeon was drilling the new hole the tip of the ar-1927ptb-475 bent. The rep reported nothing broke off from the punch/tap. The retrieved broken portion of the corkscrew and the bent punch/tap will be returning for evaluation.